Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.